Event description:
The dr claims that the graft was implanted 9 years ago [axillo-bifemoral bypass] and was explanted and replaced with another device in 2001 (reason for explant was not reported to the co at this time). The clinical outcome of the case was very good. The pt's condition is ok. Three days later, the co learned that the graft was replaced because of an aneurysmal growth. Additionally updated, on 10/2001: the graft was initially implanted in 1989 as an axillo-bifemoral bypass graft and then replaced in 2001 because of an aneurysmal growth.